Event description:
On (B)(6) 2025, shaking during the tomo sweep on a 3dimensions mammography system was reported. A field service engineer (fse) was dispatched to examine the device. The fse removed the loose rotational gear screws, cleaned the threads, applied loctite to new longer screws and tightened the screws according to manufacturer specifications. The fse reports that the repair resolved the reported issue, and the device is operating in accordance with manufacturer specifications. No patient/user injury was reported.